Event description:
Liner cracked when impacted during insertion. The doctor did not use the suction cup inserter. The sales rep asked the surgeon to ensure that the liner was flush prior to impacting the liner, doctor did not check.